Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had a driveline fault alarm. The modular cable and the controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was not confirmed. The system controller ((B)(6) ) was not returned for analysis. In addition, there were no log files, photographs, or any supporting documentation that would indicate an issue with the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 12sep2019. Heartmate iii instructions for use under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate iii instructions for use ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and driveline. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the exchange of the controller and the modular cable has resolved the problem and the items have been disposed and will not be returned.